Manufacturer narrative:
Isi has received the stapler 45 instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the stapler 45 instrument would not unclamp prior to firing a stapler reload on tissue. However, failure analysis was unable to replicate the customer reported issue. The instrument was placed on an in-house system and passed initialization. A shim test was then performed; however, the instrument failed to clamp at yaw due to a yaw plate that was identified to be broken on both sides. The known common cause of a broken yaw plate is mishandling/misuse. A broken grip cable was also found. Failure analysis concluded that the grip cable likely broke during the surgical staff's attempt to open the jaws of the stapler 45 instrument with the srk tool. In addition, a piece of the very tip of a srk tool was found stuck in hole 1. It is unclear if the surgical staff properly followed the instructions for using the srk as provided in the endowrist stapler 45 user manual and on an instructional tag connected to the srk. The srk involved with the reported event was also returned to isi and evaluated. The srk was found to have a broken tip. The likely cause of the srk damage is misuse/mishandling. The green stapler 45 reload that was installed on the stapler 45 instrument when the reported event occurred was also returned to isi and evaluated. No damage or trouble was found with a visual inspection of the stapler reload. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. The stapler 45 instrument was installed two times during the surgical procedure. During the first install, the instrument had 5 incomplete clamps before a successful clamp and fire using a green stapler 45 reload was performed. In the second install, the stapler 45 instrument had 6 incomplete clamps. After the sixth incomplete clamp occurred, the logs reveal that the surgical staff pressed the emergency stop (e-stop) button which is recommended prior to the use of a srk. Considering the surgical staff encountered multiple incomplete clamps during the initial install of the stapler 45 instrument, failure analysis concluded that the yaw plate was likely broken prior to use. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon cut away tissue in order to remove the stapler 45 instrument that was stuck on tissue. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted sigmoid colectomy procedure, the surgeon was unable to unclamp the stapler 45 instrument from tissue. The surgical staff attempted to release the instrument by using a stapler release kit (srk) tool. However, during this process, the tip of the srk tool reportedly broke off in hole 1 of the stapler 45 instrument. The surgical staff attempted to remove and flush out the tip of the srk tool from the hole but were unsuccessful. The surgical staff then attempted to use a backup srk tool but still could not open the jaws of the instrument. It was reported that the surgeon had to use an alternate surgical intervention to remove the instrument. On 10/21/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr was present during the surgical procedure. Towards the end of the surgical procedure, the surgeon attempted to use the stapler 45 instrument. After clamping down on sigmoid colon tissue, the surgeon was unable to open the jaws of the stapler 45 instrument. To his knowledge, the csr indicated that the event occurred before the surgeon even attempted to fire the stapler 45 instrument. He could not recall if the clamping cycle of the stapler 45 instrument had reached 100% or not when the event occurred. He also could not recall if any system error messages were generated when the event occurred. When the jaws of the stapler 45 instrument got stuck on the sigmoid colon tissue, the surgical staff tried unsuccessfully to open the jaws of the instrument using the srk tool. After that, the surgeon used an unspecified scissor instrument to cut away tissue distal and proximal to where the jaws of the stapler 45 instrument were stuck on tissue. This allowed the surgeon to remove the stapler 45 instrument from the tissue. The user-manual for the stapler 45 instrument states, warning: if the stapler release kit does not release the instrument from tissue, alternate surgical intervention may be required. After doing so, the surgeon used a backup stapler 45 instrument, and successfully clamped and fired the instrument along the intended staple line. At an unspecified time later during the surgical procedure, the csr indicated that the surgeon's 1st assistant inadvertently pushed an eea stapler instrument (a non-isi device) through the anastomosis. The csr described the incident as poor technique by the surgeon's 1st assistant. As a result of the damage to the anastomosis and not having enough room in the surgical field to repair the defect, the surgeon made the decision to covert to open surgery. The surgeon redid the entire anastomosis via open surgery. The csr stated that the conversion to open surgery was unrelated to the reported issue with the stapler 45 instrument that had occurred earlier in the surgical procedure. No post-operative complications were reported.